Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported comparing an adc meter reading of 76 mg/dl to a lab result of 320 mg/dl. The blood tests were reportedly performed within ten minutes. The results were plotted on a parkes error grid and fell in the "c" zone showing the difference in values was clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of manufacture is unknown.